Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55811015550, 510k# k122433, and upn (B)(4) is approved for market in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion at th11/th12 levels and underwent implant removal. During the revision surgery to perform implant removal, breakage occurred between screw head and screw pitch. The screw pitch portion of the alleged product at left and right of l5 could not be removed, and remained. There was no delay in procedure time as a result of alleged event. No health damage in the patient was reported.